Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump before contacting technical support, and no further actions were required.